Event description:
As reported to coloplast though not verified, patient was implanted with coloplast restorelle dfa mesh; later the patient experienced urinary retention, severe constipation, vaginal discharge, urinary tract infection, pain, vaginal bleeding, elevated post - void residual, vaginal mesh erosion and exposure. A foley catheter was required post op; patient was treated with antimicrobials. Later, an examination and cystoscopy were performed. A mesh removal was performed; mesh was sticking through the prior surgical site.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.